Event description:
Customer reported 2084s coban self adhesive wrap was applied over extremely drape during routine draping for total knee replacement. Alleged on (B)(6) 2010, a male experienced leg laceration, requiring sutures, post knee replacement when the wrap was being removed with bandage scissors. Following reported events, customer reported policy change for removal of coban post procedure. Policy changed from remove by unwrapping or cutting with bandage scissors to removal by unwrapping.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.